Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitoring (cgm) system did not work. Customer's blood glucose (bg) level was 562 mg/dl. Customer delivered a bolus to address bg level. Reportedly, bg levels lowered.